Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy and pod damage. Return of the device may have further aided the analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat the heavily tortuous, mildly calcified right internal carotid artery. The emboshield nav6 filtration element failed to deploy. The device was removed and outside of the patient, the delivery catheter pod was noted to be torn. A new same device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.